Manufacturer narrative:
The device was disposed of by the customer after use. A technical evaluation of the failure mode could not be conducted. The leak rate was such that the device could have been changed out in a controlled and orderly manner as covered in the ifus, minimizing the need for blood. The customer purchases a customer perfusion pack from cobe cardiovascular that contains the optima xp adult disposable membrane oxygenator cited in the user facility report. The type of device is a blood oxygenator and venous reservoir manufactured under the internal part # 436425767 and lot #0501900028. The serial number is specific to the oxygenator.